Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion blue, sion black; inflation: indeflator. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the returned device analysis identified a leak in the area of the guide wire exit notch. A search of the complaint handling database was performed and no other incidents were identified from this lot for leaking issues. A search of the lot history record for this specific lot indicated no related non-conformance records. An expanded investigation was conducted and concluded there was no evidence of a product issue. These devices will continue to be monitored.

Event description:
It was reported that the procedure was to treat a 100% stenosed, heavily calcified lesion in the mildly tortuous distal right coronary artery (rca). After placement of a non-abbott guide wire, pre-dilatation was performed with a non-abbott balloon dilatation catheter (bdc). The 2.75x23mm xience xpedition stent delivery system (sds) was unpackaged with no resistance noted during removal of the protective sheath. The sds was prepped prior to use with no leak or issue noted during preparation. The sds met resistance with the patient's anatomy; however, the sds was successfully advanced to the target lesion. During deployment, the sds balloon did not fully inflate. After multiple attempts to pressurize the sds with the indeflator, the stent implant was deployed and the sds was removed without resistance. Post-dilatation was performed with an nc traveler bdc to successfully complete the procedure. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure. There was no additional information provided.